Event description:
It was reported that the patient was seen on (B)(6)2010, for an upgrade from the tempo+ to opus 2 speech processor for her left ear. She has a pulsar implant on that side. The patient has never been mapped at this particular clinic before and comprehensive records were not available from her previous clinic. Upon checking the implant, it was noted that she had short circuits involving 5 electrodes (sc-a involving e8, e9, and e11; sc-b involving e10 and e12). The only previous testing available today was performed in (B)(6) 2008, and it did show a short circuit affecting two electrodes, but the audiologist was unclear as to which two electrodes were affected. The parents denied any change or deterioration in the patient's hearing. Non-auditory effects were denied, but the patient does not tolerate increases in volume above a default of 75%.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.